Manufacturer narrative:
H6: investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint samples were from lots 22095700 and 21105106. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) in connection with a 10ml bd syringe. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22095700 and 21105106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. The following information was provided by the initial reporter: the product has been found to leak solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not fulfilling its purpose, showing constant leakage and wetting the patients.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 22095700. D4. Medical device expiration date: 23-sep-2025. H4. Device manufacture date: 21-sep-2022. D4. Medical device lot #: 21105106. D4. Medical device expiration date: 02-oct-2024. H4. Device manufacture date: 01-oct-2021.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. The following information was provided by the initial reporter: the product has been found to leak solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not fulfilling its purpose, showing constant leakage and wetting the patients.